Event description:
It was reported that while lubricating the main bearing as part of routine maintenance, the field engineer got arm caught between the rotating and stationary part of the gantry. The field engineer was rotating the gantry manually while removing the grease from the bearing. As a result, the field engineer received a cut to arm about four inches above the wrist. Medical intervention was required because two of engineer's tendons were severed. The primary cause of the event appears to be inattention on the part of the field enginner. The system is completely operational.